Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in a different city in (B)(6) 2020. The patient, came to see the physician on early 2021 claiming that his device never worked. The physician reviewed his previous history and operative notes and performed a CT scan and scope. Upon reading the CT scan, it was determined that the pressure regulating balloon (prb) was not in an appropriate space for the patient. The patient is overweight and the physician believed the prb herniated from the initial implant spot. It is unknown if there was device malfunction, or if the placement of the prb may have restricted the device from actually cycling. The patient underwent a surgical procedure in which the physician felt it was best to replace all aus components of the device. The patient is expected to do well after surgery.

Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the visual examination of the device did not identify any leaks in the components. Functional testing of the device showed that all components performed within specifications. Based on this observations, the reported allegations of mechanical issue and migration are unable to be confirmed; however, migration is included in the product labeling as a known inherent risk of this device. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual examination of the device did not identify any leaks in the components. Functional testing of the device showed that all components performed within specification. Labeling review the device instructions for use (IFU) was reviewed. Migration was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in a different city in (B)(6) 2020. The patient, came to see the physician on early 2021 claiming that his device never worked. The physician reviewed his previous history and operative notes and performed a CT scan and scope. Upon reading the CT scan, it was determined that the pressure regulating balloon (prb) was not in an appropriate space for the patient. The patient is overweight and the physician believed the prb herniated from the initial implant spot. It is unknown if there was device malfunction, or if the placement of the prb may have restricted the device from actually cycling. The patient underwent a surgical procedure in which the physician felt it was best to replace all aus components of the device. The patient is expected to do well after surgery.